Manufacturer narrative:
(B)(4). The device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the balloon would not deflate when the catheter was to be removed. It was cut at the funnel juncture but would not drain. Once removed, the balloon presented with crystalized particles. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4) the device history review could not be conducted since the lot number was not provided. There was no sample returned for investigation therefore the investigation was conducted based on current production samples which are the same type and same size with the complaint device. From the complaint description, it was reported that the balloon could not be deflated. For the investigation, ten pieces of production samples were inflated with 10ml of sterile water. There subjected to simulated urine at a temperature of 37.2 celsius and observed for fourteen days. The results did not show issues as described in the complaint. Other remarks: non-deflation could happen due to various reasons. It is stated in the IFU that latex products should be inflated by using the sterile water only and the balloon should be deflated with gentle aspiration using a syringe without force. Prior to deflation ensure that the foley catheter is positioned well for better balloon deflation. Based on the investigation, the reported crystallized particles observed on the device most probably were due to salt deposits formed when using sodium chloride to inflate the catheter. Using saline water will cause crystallization and may clog the catheter. However without the returned sample, the actual phenomenon which could lead to non-deflation could not be identified. The manufacturer performs 100% testing and inspection for inflation and deflation prior to packaging. Therefore this complaint cannot be confirmed.